Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a critical pump error image on the insulin pump's screen. The customer's blood glucose level was 26.8 mmol/l. There was no pump error prior to the critical pump error image. The device will return for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and multiple pump error alarms found in the pump history due to software error. No defect number listed in the pump error failure analysis guide. Unit received with minor scratches on lcd window.